Event description:
Ous MDR - this lv lead was revised due to increasing impedances of greater than 2000 ohms. The impedance had no impact on the thresholds or sensing values. When the lead was measured with the psa during explant, normal impedances could be seen by kinking the lead. The lead was explanted and returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple instances of squashing were found on the lead body at 15 cm, 18.5 cm, and 21 cm distal of the is1 connector pin. These damages are with high probability a result of pressure of the generator housing onto the lead body. In addition, the lead body was squashed and deformed 31 cm distal of the is1 connector pin. In this area, a conductor fracture of the helix was noticeable. This defect manifestation can be regarded as the cause for the high impedance of greater than 2000 ohms complained about. The observed damage manifestation requires excessive pressure stress onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The visual inspection also showed a cut into the lead body, which was a result of the explantation procedure. There were no indications of material defects or manufacturing errors.